Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was showing high tidal volumes. The customer reported that the ventilation rate that was being displayed was more than the actual monitor. The device was in clinical use when the issue occurred. No patient or user harm reported. A follow up was performed with the key market (km), and it was clarified that the tidal volume (vt) increased from the usual 400 milliliters (ml) to around 1000 ml. Additionally, the leak also increased from 40 liters per minute (l/min) to 80 l/min. The km reported that after switching to a different device, similar readings were displayed. The customer reported that the phenomenon was caused by a mask fitting issue rather than an issue with the device itself. The customer noticed a leak from the cheek area, and after adjusting the fitting, there were no similar readings.